Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 was keeps failing and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed. The field service engineer replaced both the latch and open drawer sensors. The customer attempted recovery, which did not work, so the controller board for main drawer six was replaced. The drawer was then configured in the stored space configuration, and the station was tested successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 was keeps failing and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. As per part investigation, it was determined that drawer 6 failure was a broken component in the pcba controller bin&fh pyxibus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the medstation es main 6dr drawer 6 failed was confirmed during fse testing. According to work order 02106061, the fse replaced both latch and open drawer sensor. Customer logged in, tried to recover but did not work. The fse replaced controller board for main drawer six and configured the drawer. Customer logged in and was successfully able to inventory. The external inspection from the pcba controller bin&fh pyxibus revealed a broken component. External inspection from the cbl sensor 6 in and cbl sensor 12 in revealed no physical damage or signs of fluid ingress. Hta was performed for the cbl sensor 6 in and cbl sensor 12 in successfully with no issues. No further tests were performed for the pcba controller bin&fh pyxibus. The device was use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint drawer 6 failure was a broken component in the pcba controller bin&fh pyxibus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 was keeps failing and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.